Manufacturer narrative:
Sultan I, brown e, gonzalez f, et al. Thoracic endovascular aortic repair for type b aortic dissections in patients with marfan syndrome. Aorta (stamford). Published online january 26, 2026. Doi:10.1055/s-0043-1774532 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'thoracic endovascular aortic repair for type b aortic dissections in patients with marfan syndrome. A valiant stent graft was implanted during emergent tevar for an acute tbad with right lower extremity and visceral malperfusion. Valiant graft was deployed from the distal left subclavian to mid-descending thoracic aorta via right femoral access under ivus guid ance, restoring true lumen flow and perfusion. Approximately one month later, repeat tevar was performed for a type I endoleak with distal extension, using non mdt endografts. A left subclavian-to-carotid transposition was also performed. Ivus and angiography confirmed elimination of the endoleak and expanded true lumen. Follow-up imaging at 6 months, 2 years, and 4 years demonstrated stable aortic dimensions, resolved endoleak, and patent visceral and branch vessels the cause of the endoleak was not reported.